Manufacturer narrative:
Summary of evaluation: the evaluation shows the damage at the hexagon could have been caused by impact. A hardness test has shown that the measured hardness of the material is higher then the hardness in our specifications. This is a isolated incident. Quality assurance will continue to monitor for future trends.

Event description:
The reporter states the threads broke. There was no adverse consequence for the patient or delay in surgery or anesthesia time.